Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verification tests were performed on the original touch panel. It was observed that after a period of power-on or extensive handling, the lower portion stopped working. The touch panel was replaced, calibrated, and electrical safety and operational verification tests were performed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower part of the touchscreen does not respond. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reports the lower part of the touchscreen does not respond. No evidence of physical damage. After a successful calibration, the device works properly but eventually will fail again. Touchscreen panel defective. A replacement part has been ordered for repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).